Event description:
Complainant alleged that while driving down the road on the shelf in the ambulance (not attached to a pt) the device's display blanked out. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.